Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported the piston was not going back. Troubleshooting was performed but the issue was not resolved. The customer reported no adverse event. The event involved product(s) mmt-1886. The customer stated that the piston does not rewind. The pump says the rewind process is completed, but the piston does not go back. The customer called for an issue not covered by existing troubleshooting guides. No harm requiring medical intervention was reported. Mmt-1886 was requested and the customer response was the device will be returned.

Manufacturer narrative:
Pump was received with pump error 37 alarm during rewinding. Unable to perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test or displacement test due to pump error 37 alarm. Successfully downloaded history files and traces using thump. In further full review in the pump history file/ trace and no pump error 37 alarm found. Pump was cut open to perform visual inspection and found corroded motor home switch. Test sc1-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: no physical damage to the pump case noted. Pump error 37 alarm was confirmed due to corroded motor home switch. Rewind anomaly was confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.